Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upperbuttocks. On (B)(6) 2023, it was reported that the pediatric patient¿s cgm reading was low mg/dl. There were no symptoms reported at this time. No bg meter reading was provided at this time. The nursery staff provided the patient with ¿juice and snacks¿. Despite treatment, the patient¿s cgm reading continued to show low mg/dl. It was also documented that glucagon was given to the patient, but there were no details on who gave the patient this medication and when during the event this occurred. Paramedics were contacted and the patient was transported to the hospital. At the hospital, the patient¿s bg meter reading was 896 mg/dl while the cgm was still reading low mg/dl. The patient was treated with unspecified IV fluids and discharged home 2 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.